Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met dimensional and functional specifications when analyzed under non-physiological conditions. The imaging provided was not conclusive as to whether or not there was a product deficiency. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, the physician wanted to release the disk, but it was noted that the disk was completely twisted. The twisted device was never released from the delivery cable while inside the patient. A new 18mm amplatzer amulet left atrial appendage occluder was chosen and implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient reported at home.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.